Event description:
A report was received that the patient lost stimulation and the lead showed high impedances.it was believed that there was a fracture on the lead.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time. The devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation and the lead showed high impedances. It was believed that there was a fracture on the lead.

Manufacturer narrative:
Additional information was received that database analysis confirmed the high impedances. The patient will undergo a revision procedure wherein the lead and lead splitter will be replaced. Additional suspect medical device component involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm).

Event description:
A report was received that the patient lost stimulation and the lead showed high impedances.it was believed that there was a fracture on the lead.